Event description:
Patient allegedly received an implant on (B)(6) 2013 via the common femoral vein due to deep vein thrombosis and pulmonary embolus risk. The patient alleges vena cava perforation. The patient further alleges shortness of breath, rapid heart rate, migraines with vomiting, pressure with pain around filter location, pain when walking, pain when sitting, chest pains, anxiety/panic attacks, neck and shoulder pains, back pain, vaginal bleeding and hemorrhaging, lightheaded, irregular menstrual cycles, sinus issues, excess weight gain, and limited mobility. (B)(6) 2018, per a report from computed tomography; ¿vascular: the proximal tip of the infrarenal retrievable ivc filter extends 7mm beyond the posterior wall of ivc. There is 1 leg of the ivc filter which penetrates 1.2 cm beyond the anterior portion of the ivc and terminates within the third portion of duodenum. 2 more legs extending to the left into the right and extends 6mm and 3mm accordingly beyond the wall of the ivc.¿ (B)(6) 2018, per a report from computed tomography 2; ¿positive for caval perforation. Superior extent of filter is at the l1-l2 disc space. Inferior extent superior l3 vertebral body. A total of eight prongs have perforated the ivc. Maximum distance prong perforated is 10mm. Coronal images show 3-degree tilt of filter left-to-right. Diameter of ivc directly above filter measures 24mm x 22mm.¿ "a prong has perforated the duodenum, best appreciated on serioes 4, image 35".

Manufacturer narrative:
Investigation: the following allegations have been investigated: organ perforation, shortness of breath, rapid heart rate, migraines with vomiting, pressure with pain around filter location, pain when walking, pain when sitting, chest pains, anxiety/panic attacks, neck and shoulder pains, back pain, vaginal bleeding and hemorrhaging, lightheaded, irregular menstrual cycles, sinus issues, excess weight gain, and limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Unknown if the reported shortness of breath, rapid heart rate, migraines with vomiting, pressure with pain around filter location, pain when walking, pain when sitting, chest pains, anxiety/panic attacks, neck and shoulder pains, back pain, vaginal bleeding and hemorrhaging, lightheaded, irregular menstrual cycles, sinus issues, excess weight gain, and limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Catalog # is unknown but referred to as celect. Non-healthcare professional. Investigation. The following allegations have been investigated: perforation and tilt. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog number and lot number are unknown. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(4) 2013. The patient underwent a computed tomography (CT) scan approximately 4 years and 11 months later of the abdomen which indicated that the patient's ivc filter had tilted and perforated. Hospital and medical records have been requested, but not yet provided.